Event description:
Additional information received from the patient via a manufacturer representative indicated that the patient reported a sound consistent with a non-critical alarm. Pump logs showed that a low reservoir alarm was occurring when the pump was last refilled on (B)(6) 2024 . It was confirmed that the healthcare provider (hcp) had the synchromed application software. The active alarm was also showing on the home screen. Technical services reviewed how to select "silence" and update the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine. Dose and concentration information was not reported. It was reported that, during the week of this report, the patient was in for a pump refill and there was a low reservoir and also a suspected concurrent motor stall recovery alert. Since the patient left the doctor's office, the patient had been hearing the pump alarm, but her personal therapy manager (ptm) showed no codes or alerts. The patient's low reservoir alarm date was 2024-03-22 but the pump started alarming on 2024-03-21. It was noted that the patient infrequently used boluses due to constipation. The patient's boluses were set to 0.8mg. The patient was redirected to their healthcare provider (hcp). The patient went back to their doctor's office on 2024-04-03 and the doctor found no active alarms and the patient had not heard the alarm since the night of 2024-04-02. The patient had been able to receive boluses. The patient planned to continue to monitor the issue and call back patient services if needed. The patient began hearing the alarm on the night of 2024-04-03 after not hearing for a day. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: ime code e1007 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient's constipation was not related to the pump. The hcp stated that there was a program error on the recent of medtronic update. When asked when the motor stall occurred, the hcp stated that there was no issue. The cause of the low reservoir alarm was the medtronic software error.

Manufacturer narrative:
Continuation of d10: product ID a810, lot#/serial# unknown, product type software. H6: removed a26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.